Manufacturer narrative:
A kink was noted on the exposed portion of the cannula. It is unknown when or how the kink occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Cracks were found on the top housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the abdomen. For treatment, the parent changed out the pod.